Manufacturer narrative:
See MDR 1920664-2007-00258 for delivery device used with this lens.

Event description:
The lens did not insert correctly into the pt's eye. Another lens was used to complete the procedure.